Event description:
A patient (female, (B)(6)) was admitted with acute respiratory failure. A blood sample was drawn and run at (B)(6) 2014 at 04:20 showing ica 3.0 mg/dl. Based on this result treatment with calcium was initiated. Approx 30 minutes later while running a routine patient correlation between analyzers it was discovered that this analyzer's ica was not correlating with the other abl90's. The patient sample in question was pulled and rerun on a second analyzer with a result of 4.5 mg/dl. The treatment with calcium was then stopped.

Manufacturer narrative:
The data logs from the analyzer has been received and are being investigated. When a conclusion has been obtained the result will be reported.